Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. It was not reported if the patient was treated for the peritonitis. The pd therapy was discontinued and it was reported that the patient had recovered from the event. Additional information was requested, but is not available at this time. This is report 1 of 5.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13l10091 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.